Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery (lad). The 32x2.25mm taxus liberte atom stent delivery system (sds) was advanced but would not cross the lesion. When the device was removed it was noted that the stent was damaged, "there was a cracked stent strut." No patient complications were reported and the patient's current condition is listed as "fine".

Manufacturer narrative:
Device evaluated by manufacturer- visual and microscopic examination of the returned stent delivery system (sds) revealed stent damage. Two struts on one row in the middle section of the stent were raised distally. Also, eight rows of struts on the proximal end of the stent were squashed. The analysis indicated that all the stent struts were intact with no fracture sites identified. Further examination of the balloon and tip sections of the device revealed no damage with their profiles that could have contributed to the event. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery (lad). The 32x2.25mm taxus liberte atom stent delivery system (sds) was advanced but would not cross the lesion. When the device was removed it was noted that the stent was damaged, "there was a cracked stent strut." No patient complications were reported and the patient's current condition is listed as "fine".

Manufacturer narrative:
(B)(4).